Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity I processing module, serial number ai03710, and performed troubleshooting procedures including surface decontamination. Service determined the syringe assy (7-77650-09) and wash zone probe (08c94-36) the likely causes as crystals were found on the syringe assembly. The parts were replaced and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai03710.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The result was not reported out. The result was generated using an expired reagent lot 41064ud00, expired 10nov2022. The customer repeated same sample the next day and the results were lower. The following data was provided: initial troponin result = 123 pg/ml, same sample repeated next day in duplicate results = 0.6 and 0.3. Overall population diagnostic cutoff = 26.2 pg/ml. On 15dec2022, abbott field added parts from the alinity I processing module(list 03r65-01) as likely causes. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The result was not reported out. The result was generated using an expired reagent lot 41064ud00, expired (B)(6) 2022. The customer repeated same sample the next day and the results were lower. The following data was provided: initial troponin result = 123 pg/ml, same sample repeated next day in duplicate results = 0.6 and 0.3 overall population diagnostic cutoff = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.